Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient was in a coma from events unrelated to the use of the ins, therefore, no recharging was done. The ins was overdischarged. Telemetry was attempted with the ins but there was no response from the ins. The patient experienced loss of stimulation to the back and legs. The antenna locator was used multiple times and brought the stimulation out of overdischarged state. Normal recharging was initiated. The patient was to recharge the ins fully every day for two weeks and then meet again for programming and education. An appointment was yet to be scheduled. The patient was alive with no injury. It was reported six days later that the patient has charged her ins every night and it would not charge past ¾. When the patient gets up in the morning the ins is down to ¼, this started about a week ago. The patient has the stimulation turned off at night. The patient has not used the device in quite some time, about three years. It was thought that a physician mode recharge (pmr) was performed last week. It only takes the patient a ½ hour to charge but it does not get to full. The patient was in a nursing home because she had a hip replacement and a tbi (traumatic brain injury). It was hard for the patient to find the ins since she lost so much weight. It was confirmed that the recharger was working as designed. Additional information received reported that after interrogating the implant a power on reset (por) ¿0x8¿ message was received. It was noted that a manufacturer representative had pulled the patient¿s implantable neurostimulator (ins) out of overdischarge after having used the antenna locate (al) feature. It was noted that the manufacturer representative was unsure as to whether the por had been cleared at the time the ins had been pulled out of overdischarge. It was noted that the clinician programmer (cp) had indicated that the last charging session had been in march. It was noted that the patient was charging more than expected. It was stated that the patient could not charge up the ins completely and that the last quartile would only flash while charging. It was noted that the patient would typically get 6-8 coupling boxes. It was stated that there were high impedances for electrodes 0-7, 10, and 12, as the measurements were greater than 10kohms. It was noted that the rest of the electrodes had normal impedance values of 502ohms and 561ohms. It was noted that the patient had charged since the last meeting and the recharge stats reflected that. It was noted that the reason for the overdischarge was that the patient had been previously hospitalized for a stroke. Additional information received reported that the patient was going to recharge every day in an attempt to get a fully charged battery. It was noted that the patient would resume the use of the stimulation therapy once the battery was fully charged. Additional information received reported that the issue was not device related. It was noted that there were no lead fractures. It was stated that the patient was trained and able to demonstrate effective recharging. It was noted that the patient was in continuous mode. It was stated that the patient was ¿alive, without injury and in no acute distress¿ but was not yet using the therapy.